Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of device.

Manufacturer narrative:
S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located a crack on the backside of the case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump not received with original battery cap. Battery cap damaged unknown. The following were noted during visual inspection: pillowing keypad overlay, missing display window/cover, cracked case, battery tube threads - cracked, cracked case (battery tube), broken reservoir tube lip, partially broken retainer, label damage(end cap address label faded) and cracked retainer. Cosmetic damage was confirmed cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.